Event description:
It was reported, an angio-seal vip device was used to seal the arteriotomy site post percutaneous transluminal coronary angioplasty (ptca). Hemostasis was achieved. The patient left the hospital the following day. Thirty days later, the patient developed pain at home. The patient went back to the vascular lab for an evaluation. A pseudoaneurysm was found. The patient underwent surgery and the surgeon isolated the common femoral artery and sutured the artery. The patient was reported to be in an okay condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.